Event description:
It was reported that the atrial lead had intermittent non-capture and intermittent non-sensing. The lead also had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2008. (B)(4).